Event description:
Customer reported blood glucose results of 500 mg/dl and 139 mg/dl within 10 minutes on the advantage system. Customer reported he does not always tightly cap the strip vial. Manufacturer's labeling advises vial be tightly capped. Customer reported no symptoms, did not treat or act on results. No adverse event reported in relation to this discrepancy. A request was made for the return of the system, replacement was sent.